Manufacturer narrative:
Pump was received with a constant blank flashing white light on the display and constantly beeping due to vertical cracked lcd controller. No cosmetic damage to the case noted. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was damaged. The customer's blood glucose level was 4.5 mmol/l at the time of the incident. The customer stated that the pump was dropped on the floor. The customer stated that the pump does not rattle by shaking. The customer was not able to perform high pressure test. The product was returned for analysis.